Event description:
Plaintiff alleges risk of suffering anaphylacic reaction. Also alleges suffering severe emotional distress, physicial injuries, including but not limited to hives, wheezing, hand dermatitis, runny eyes, runny nose, dizziness, flu-like symptoms, and other physical injuries.